Manufacturer narrative:
Initial.

Event description:
It was reported that during initial training the dexcom g6 continuous glucose monitor (cgm) sensor failed to pair with the ilet until a previously active tandem insulin pump was powered off and removed from proximity, after which the ilet received glucose readings and therapy commenced as intended. No adverse clinical symptoms reported. Outcomes included no impact to blood glucose control, no alerts or alarms, and no need for medical care. User support included troubleshooting and user education. Investigation of this case revealed a pairing failure attributable to interference or conflict from another active diabetes device, with no ilet hardware or software malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user setup error due to competing device connectivity.